Event description:
During a double graft bypass procedure, two heartstring seals cracked while loading the seals into the delivery tube. A third seal was used to complete the first graft. For the second aorototomy, the aortic punch would not punch through the aortic wall. The second graft procedure was completed with a side biter clamp. No additional pt complications were reported.